Event description:
A physician reported that an ophthalmic console exhibited weak cutter aspiration during surgery. The issue did not improve even after replacing the cutter. Guidance was provided to slightly reduce the cutter rotation speed to assess any improvement. The surgery was completed successfully, with no impact on the patient. No further information is expected, as the customer was unwilling to provide additional details.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).